Event description:
On 28 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
On july 28, 2025, the user informed senseonics that the system was displaying results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection showed a minimal portion of the sensor hydrogel missing, most likely caused during the removal procedure due to excessive force applied by the removal clamps, and unrelated to the user's complaint. This did not affect functional testing of the sensor, as the majority of the hydrogel remained intact. In-house testing of the returned sensor did not reveal any malfunction. A review of the in vivo raw sensor data revealed optical instability in all sensing areas; however, this could not be reproduced during in-house testing. This may occur when a failure mode present in vivo is not replicated in the lab, such as in the in vivo state of the sensor hydrogel. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 26 oct 2025. G3. Date received by the manufacturer? 26 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.